Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the provided information, it is likely due to physical stress applied to the insertion site, causing the forceps channel to collapse. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had a channel cleaning brush which could not be inserted at all, due to the crushing of the forceps channel. There were no reports of patient involvement.